Event description:
"Had b 'periolar' subgl 235cc surgitek gel implants for small breasts. Developed capsular contractures and had multiple closed capsulotomies. For last few yrs has been c/o progressive systemic c/o's, including swelling and stiffness of all jts of hands (5 yrs) with some weakness, retaining fluid x 1 yr, chronic fatigue x yrs, recurrent swollen glands in throat with low grade fevers (nl 1996-up to 1998 x 2 yrs) monthly, chronic sinus infections, (7-8 yrs), weekly, frontal ha's (prob secondary sinus), tmj sx's, progressive memory loss/confusion, hair loss (since hystx), dull chest tightness (no cardiac w/u), and recent dx of hypothyroidism (on med now with 'stabilition' in throat tightness and wgt gain). Pt also has c/o chronic constipation x recent yrs, and lbp. Had hystx 1988 for chronic r cystic ednexa in 1988 and developed l 'uretal' obstruction secondary to retroperitoneal cyst requiring removal of simple cyst 1 yr later. Is also ebv positive. Pt c/o cont'd pain in breasts. Has not noted change in breast shape/size. Pt is otherwise healthy."